Event description:
The clinician reported that almost 2 months after the dental implant was placed in ada site 14 in the patient's mouth, the implant did not achieve osseointegration in type iii bone. The implant was completely covered with bone. The clinician reported the patient's good oral hygiene. The product will be forwarded to the manufacturer for investigation. There were no reported patient complications.